Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with blood glucose (bg) levels of 54 mg/dl that persisted for more than 90 minutes. The hypoglycemia was corrected with glucose tablets and the user did not require outside medical assistance. No hospitalization occurred and no long-term health effects were reported.